Event description:
It was reported that the patient noticed debris in the drain bag while preparing for surgery and took the drain bag out to the instrument table.

Manufacturer narrative:
The reported event was confirmed ¿ supplier related. The reported failure was able to be reproduced. Sample has been evaluated and observed that the was a sign of debris on the left side of drainage bag. The sample was sent to supplier for further investigation and documented under scar-21-07-002. A potential root cause for this failure could be defect contributed by vendor. The device history record was reviewed and found a possible manufacturing issue that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: cautions/warnings this is a single use product. Do not reuse. This product must be stored in a cool, dry place, away from wet and direct sunlight. Should the package is damaged, do not use the product. This product is sterilized by ethylene oxide gas.'' Correction: h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient noticed debris in the drain bag while preparing for surgery and took the drain bag out to the instrument table.